Event description:
The user facility's risk manager called and reported that during an arthroscopic shoulder repair, a portion of the tip of an expressew flexible suture passer needle and a portion of the jaw end of an expressew gun broke off into the patient's body. With the aid of a c-arm, the fragments were located and were removed; this added 2 hours onto the procedure, however, the procedure was concluded successfully without further issue or harm to the patient. The reporter did not yet have all of the information and details; will be forwarding that information to us when available. Also, the facility is retaining possession of the complaint devices. Also see MDR 1221934-2012-00067.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
The reporting /user facility is now stating that the complaint instruments were in fact not mitek devices at all, but were competitor's devices. At this point in time no further issue is warranted.